Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es and a 2mm x 20mm x 143cm coyote es were selected for use. During the procedure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 2.3cm from the tip. There are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es and a 2mm x 20mm x 143cm coyote es were selected for use. During the procedure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.